Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty oxygen blender. The service technician replaced the oxygen blender and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the model lap top ventilator 1000 was delivering lower oxygen percentage than what was set during patient set up. When the ventilator was set to deliver 60 percent, the unit would deliver 54.4 percent. The customer confirmed that there was no patient involvement associate with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The oxygen blender passed all testing and met all vyaire manufacturer specifications.